Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 3.4 inr and the laboratory result was 2.6 inr. On (B)(6) 2018 the meter result was 3.5 inr and the laboratory result was 2.6 inr. The customer's therapeutic range is 2.5 ¿ 3.5 inr. There was no allegation that an adverse event occurred. There was no recent lifestyle change. Relevant retention test strips (lot 322642) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
One vial of test strip lot 322642-11 was returned and showed no defects. The returned test strips were measured with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and reference meter: donor 1: 1.9 inr. Donor 2: 2.4 inr. Customer strips and reference meter: donor 1: 1.9 inr. Donor 2: 2.5 inr. Returned customer material and retention material comply with specification. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.